Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death); evaluation, conclusions: inherent risk of procedure - (death). (B)(4).

Event description:
There were 2 endeavor sprint drug eluting stents implanted in the lad during the index procedure. It is reported that he expired approximately 20 months post index procedure. The cause of death is unknown. The investigator did not access if the event was related to the study device.

Event description:
It is reported that the patient was treated with one endeavor sprint drug eluting stent implanted in the lad and one endeavor sprint drug eluting stent implanted in the cx during index procedure (not 2 in the lad as previously reported). Previously reported death was caused by acute respiratory failure secondary to ards secondary to sepsis.

Manufacturer narrative:
(B)(4).